Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damaged during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant procedure there was placement difficulty when the helix would not retract. A new lead was implanted with success. No patient complications have been reported as a result of this event.